Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. A network configurations update was completed. A software analysis was completed to determine the cause of the issue. It was determined that the software was functioning as intended. Other relevant device(s) are: pn: 9735585, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that there was a pacs issue and the system could not connect to pacs. No patient was present.